Event description:
It was reported that an ilet charging kit did not charge the pump and the green indicator on the charging pad did not illuminate, consistent with a charging problem involving the battery charger; the user subsequently reported that the charger began working and requested cancellation of the replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.